Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- leaked main body, with the most probable cause traced to a component failure and material on main body and free lock lever, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the service center for a heavy free lock lever. During the device analysis, leaked main body and material on main body and free lock lever was found. There was no patient involvement.